Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error and prime anomaly. The customer¿s blood glucose level was unknown. It was reported that the insulin pump was louder during rewind process and occasionally squirts insulin when priming. Customer declined troubleshooting. The insulin pump will not be returned for analysis.